Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a znn cmn nail 11.5mmx34cm 130 r on the right side on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device.

Manufacturer narrative:
It was reported that the patient received a znn cmn nail on (B)(6) 2015 and was revised on (B)(6) 2015 due to breakage. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. X-ray dated (B)(6) 2015: on the right hip a fracture with dislocation of the femoral bone was clearly visible at the level of the lesser trochanter. Three main fragments of the right hip were visible. The bone condition seemed to be good but no statement could be done since no pre-fracture comparative x-rays were available. X-rays dated (B)(6) 2015 - post-operative x-ray in ap-view of the hip: the patient fracture was treated with a znn nail and several cerclages around the femoral cortical bone. A small gap in the bone was visible on the lateral femur at the level of the lesser trochanter suggesting that the bone fragments were not well in contact. There was a radiopaque area below the femoral neck. The second x-ray with the same date highlighted the distal part of the femur, and it showed that two distal screws were implanted. X-rays dated (B)(6) 2015: ap-view of the hip: the znn cephalomedullary nail was broken at the level of the lag screw hole. The bone was fragmented in the region were in the previous x-rays a ¿distance¿ or ¿gap¿ was observed between fragments on the lateral side of the cortical bone. The radiopaque area below the femoral neck could still be observed. The lateral-view x-ray did not reveal other conspicuousness. The last x-ray highlights on the distal screws, showing that they were still intact. Revision report dated (B)(6) 2015: postoperative diagnoses included the fracture in the trochanteric region of the proximal femur, the breakage of the znn nail and non-union of the fracture (pseudoarthrosis). The broken implant was removed from the patient, followed by repositioning of the fragments, spongiosaplasty and implantation of a new nail and a plate. Two loosened cerclages were removed during surgery and the implanted lag screw was locked statically with the set screw. Devices analysis: the znn nail was returned with all involved components. As shown in the x-rays, the znn nail was broken at the level of the hole where the lag screw was positioned . On the proximal nail fragment some parallel marks, which plausibly originated from reaming, could be observed on a part of the surface of the lag screw hole. Nail material was missing from the anterior and lateral rim of the lag screw hole. This created a new surface angulation of the lag screw hole. Parallel marks, which were compatible with the signs of a reamer, could be observed in the area where the material was missing. The surface of the lag screw hole was deformed at the contact points with the lag screw where the forces were transmitted. The fracture surfaces of the proximal fragment indicated a fatigue fracture progression from the lateral side toward the medial side of the nail, characterized by beach lines. These lines were thinner on the anterior fracture surface and could be better observed on the distal nail fragment. The character of the initial fracture portion and the fracture origin could not be certainly determined due to material damage. The distal fragment of the nail evidenced some marks on the surface of the lag screw hole and around the internal nail hole. These marks probably originated during the handling in the revision surgery. A polished area could be observed on the anterior-lateral side and on the posterior-medial of the lag screw hole. Furthermore, some material deformations could be observed on the limit of the polished area with the fracture surfaces. On the medial side of the lag screw hole there was evidence of deformation at the contact points with the lag screw, where the forces were transmitted. The deformations observed at the contact points with the lag screw on the nail were compatible with the deformation on the corresponding point of the lag screw. One of the lag screw grooves showed the contact point of the set screw. This point was slightly decentered in relation to the groove longitudinal axis and showed deformation. The corresponding deformed area, with the same shape and pattern could be found on the tip of the set screw. Except some minor scratches on their surfaces probably due to revision, the distal screws, the set screw, the lag screw and the nail cap did not show any other relevant damages. Possible causes for the reported event according to rmw: breakage of implant: due to lack of adequate fatigue strength - possible. The fracture has a fatigue type of failure nature which is indicated by the beach marks. However, is most probable that breakage occured because of non-union; breakage of implant: due to lack of adequate fatigue strength due to anodization - possible. The fracture has a fatigue type of failure nature which is indicated by the beach marks. However, is most probable that breakage occured because of non-union; breakage of implant: due to the implant therapy is performed not as indicated - possible. Relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Cannot be excluded; breakage of implant: due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail - possible. The lag screw hole shows some missing nail material and signs of reaming; breakage of implant: due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction - possible. The lag screw hole shows some missing nail material and signs of reaming; breakage of implant: due to users not choose the correct ccd angle targeting guide leading to drilling of the nail - possible. The lag screw hole shows some missing nail material and signs of reaming; breakage of implant: due to users over tighten the set screw so that sliding is not possible - possible. The visual examination shows that the set screw was in contact with the nail and ist tip is deformed. Therefore this point cannot be excluded; breakage of implant: due to improper use/connection of instruments leading to damage of the nail - possible. The lag screw hole shows some missing nail material and signs of reaming; breakage of implant: due to wrong/incomplete information about limitation and postoperative restriction - possible. Relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Cannot be excluded. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer's reference number of this case is (B)(4).